Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right ventricular lead exhibited high and in range high voltage impedance. The lead was tested multiple times on the pacing system analyzer and on the implantable cardioverter defibrillator. The high voltage impedance remained high during the testing. A different lead was used to complete the procedure without incident. The patient condition remained stable.

Manufacturer narrative:
The complete lead was returned in one piece and was measured at 57.4 cm. The reported event of high impedance was not confirmed in the laboratory. Analysis was normal. No anomalies were found.